Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the insulin pump had solid white display. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with a constant blank flashing white light on the display due to cracked lcd glass. Unable to verify missing segments/partial display or perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to insulin pump flashing white light on the display.